Event description:
A peritoneal dialysis patient's spouse contacted customer service and reported that the patient is currently hospitalized. The spouse stated that the patient's catheter was found to have fibrin, which was causing the catheter to become clogged. The spouse was unsure whether the condition was related to the peritoneal dialysis treatment or to an infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).